Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an expired nanocross balloon was used to treat a posterior tibial artery lesion. No patient complications have been reported as a result of this event.